Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was failing, exhibiting a high and undefined impedance alert, with polarity switch, atrial capture management was unable to measure and atrial sensing signals were highly variant. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.